Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The report for a connection issue could not be confirmed in the lab since there was no sample returned, therefore, the root cause could not be determined. A batch review could not be done since the lot number is also unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported that on (B)(6) 2011, the patient was being assisted out of the bed. The nurse stated that she noticed the tip of the peritoneal dialysis transfer line had come apart from the rest of the line and was lying in the bed. The peritoneal dialysis clinical nurse consultant was notified and a line change was performed. The nurse gave the patient prophylactic antibiotics of gentamicin and cephazolin intraperitoneally. No further information is available.